Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a button error alarm and was not able to clear due to act and esc buttons not responding. Customer's blood glucose was 206 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
No button error alarm noted during testing. The insulin pump had intermittent response due to corroded keypad traces. The insulin pump had cracked reservoir tube lip, minor scratches on display window, cracked battery tube threads and stained end cap sticker.